Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information: the reporter confirmed that a fragment fell into patient, and it was unknown if it was retrieved.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a small 1x1mm piece of plastic at instrument tip broken off potentially during case. This was due to assist forceps clamping over the endowrist jaw and damaging the force bipolar. It was needed to be removed and replaced. According to the surgeon, the piece was broken off due to the crushing force of an assistant forceps due to the removal of tough tissue during a ventral hernia. The instrument had 8 lives left but since it was destroyed by the assistant it was thrown away. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The damage occurred during use. It is unknown if any fragment(s) fell inside the patient. No post-operative tests like an x-ray or ultrasound performed to check for fragments. The patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object. The procedure completed robotically using a backup instrument.